Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: penetration of liquid to the ultrasound interface was confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1. Establishment name: (B)(6) hospital the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofiberscope exhibited error code e315 (non-compatible endoscope). There were no reports of patient harm or impact associated with this event.